Event description:
It was reported that the end customer had a difficulty getting defibrillation electrodes to stick to the pt during a rescue attempt. The pt was transferred to another defibrillator which indicated the pt was asystolic. It was reported that the pt did not survive.

Manufacturer narrative:
The electronic history files from the actual device involved in the incident were evaluated. The actual device was not returned. Although no conclusions can be made because the device has not been returned, the user reports that they do not recall removing the release liner from the defibrillation electrodes during use.